Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 2.8 mmol/l. The customer also reported sensor anomaly. The customer also mentioned other blood glucose values such as 6.2 mmol/l, 4 mmol/l, 5 mmol/l. The customer was treated with food for low blood glucose level. The customer was assisted with troubleshooting. The customer was reported that the insulin pump was not on auto mode. The insulin pump will not be returned for analysis.